Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that she changed the infusion set, and the insulin pump was fine until about 4 hours later. She reported that this issue had occurred the week prior as well. The blood glucose reading was unknown. She stated that she was unable to troubleshoot for the alarm, since she was already changing the infusion set out. She requested to return the infusion set and reservoir for analysis. The cause of the alarm could not be determined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2015-82697.